Event description:
It was reported that an asymptomatic patient attended a follow-up appointment at the clinic. During the evaluation, it was found that the right ventricular lead showed significant reduction in r-wave amplitude and oversensing of noise, leading to pacing inhibition and episodes of high ventricular rate. Adjustments to the programming were implemented. At the latest check-up, the patient demonstrated fewer instances of noise detection while performing daily maneuvers and remained in stable condition.